Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during training by zoll rep, the associated device prompted a "unit failed" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.